Manufacturer narrative:
Batch review performed on 19 december 2019: lot 1903196: (B)(4) items manufactured and released on 05-sept-2019. Expiration date: 2024-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 187511: (B)(4) items manufactured and released on 23-nov-2018. Expiration date: 2023-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department. Postoperative femoral fracture, 3 months after primary cemented tha in a (B)(6) woman. According to the report, the fracture is due to a traumatic event. No reason to suspect that this event is due to a faulty device.

Event description:
About 4 months after primary the patient twisted her leg at home causing a peri prosthetic femur fracture. The surgeon revised successfully the patient stem.